Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: review of the black box data revealed the pump was delivering the expected basal rate until the occurrence of multiple consecutive unexpected power on reset events on (B)(6) 2016 at 5:34pm. The battery compartment was undamaged. A battery cap was not returned with the pump for investigation; a test battery cap was used during the investigation. The pump powered on with an unresponsive keypad; all buttons were unresponsive (this issue was reported on medwatch report 2531779-2016-31246). Investigation was not able to adequately investigate the reported ¿intermittent power¿ complaint due to the keypad failure. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board.